Event description:
It was reported that on (B)(6) 2024, a 35mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. The annular perimeter was 93.7mm and area was 677mm2. During procedure, after pre balloon aortic valvuloplasty (bav) patient had left bundle branch block (lbbb). The valve was implanted at a depth of 3mm. On (B)(6) 2024, a pacemaker was implanted in the patient. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 18 march 2024, a 35mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. The annular perimeter was 93.7mm and area was 677mm2. During procedure, after pre balloon aortic valvuloplasty (bav) patient had left bundle branch block (lbbb). The valve was implanted at a depth of 3mm. On (B)(6) 2024, a pacemaker was implanted in the patient. The patient was reported stable.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a history of conduction disturbances, there was calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 3mm from the non-coronary cusp. It was noted that the patient developed the left bundle branch block (lbbb) after the pre-balloon aortic valvuloplasty was performed and before the valve was introduced. Based on all available information, the reported heart block appears to be related to procedural conditions (pre-bav). There is no indication of a product quality issue with regards to manufacture, design, or labeling.